Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the "nuisance upstream occlusion" alarms. Evaluation found the upper and lower readings on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum infusion pump had constant upstream occlusion alarms. It was also reported that there was no patient injury.